Manufacturer narrative:
Service history was reviewed for the system. There was no service record relevant to the complaint reported event was found. All alcon surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with the applicable procedure. Based on the information obtained, the root cause of the reported events is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced retinal photopathy during combined vitrectomy surgery due to insufficient illumination. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date. Current condition of patient is unknown.